Event description:
It was reported that the zimmer air dermatome doesn't cut properly. Additional clinical follow up with the hospital indicated that the graft was not as thick as it was supposed to be. The result was only thin skin pieces. The initially harvested graft tissue was not usable for the planned procedure. The dermatome blade was changed initially, without improvement, then the dermatome unit was exchanged for an alternate, available, onsite, dermatome to complete the planned procedure. An additional donor site harvest was required.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and repair. The service record indicates that the device is 8 years old and has been in 3 times for repairs. The last repair was on (B)(6) 2010, for a non related issue. The cause of the reported complaint was unable to be determined. The '0' thickness lever setting was out of calibration slightly, however this would not have caused poor cutting. While the motor was sluggish, it was within specification. With a blade and width plate installed on the device, and the device applied to the skin, it is possible to motor may have labored and not produced an optimal blade speed for an acceptable cut. The blade, however, was not returned, so it is not possible to confirm the reported complaint. The width plates were extensively corroded, which may have a bearing on the smooth movement of the blade and/or device over the graft site. The device was serviced and returned to the customer.